Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It is alleged by the patient's attorney that the patient experienced fistula, infection, erosion and adhesions. The medical records that have been provided to date do not support the allegations of infection, erosion, fistula, and adhesions in relation to the bard flat mesh, however, fistula, and adhesions are listed as known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 - patient was diagnosed with vaginal vault prolapse, recurrent cystocele, rectocele, enterocele, stress and urge incontinence, nocturia, severe intraabdominal adhesions and erosion of the non-bard davol suburethral sling with urethral injury. The patient underwent an exploratory laparotomy with extensive lysis of adhesions, omentectomy, sacrocolpopexy with implant of a bard flat mesh, anterior vaginal wall exploration with excision of non-bard davol eroded sling, urethroplasty, posterior colporrhaphy and insertion of trocar suprapubic catheter. On (B)(6) 2014 - patient had an md office visit and underwent a urinalysis with culture and sensitivity due to complaints or urinary burning with pain and left lower abd pain; the results were normal, no findings of infection. On (B)(6) 2014 - patient had an md office exam with complaints of pain with urination as well as left lower abd pain. On exam, the md noted "some tenderness posteriorly and some scar from her previous repair." Cystoscopy was performed and the patient was diagnosed with stress and urge incontinence, nocturia and vaginal adhesions. On (B)(6) 2014 - the patient underwent cystourethroscopy, periurethral copalite injection, lysis of vaginal adhesions and colpotomy. The operative details for this procedure did not mention any visualization or involvement of the bard flat mesh. The attorney alleges the patient experienced pain, erosion, infection, fistula, adhesions, bleeding, dyspareunia and bleeding.